Manufacturer narrative:
(B)(6). This report is number 3 of 3 MDR's filed for the same patient (reference 0001822565-2017-05031, 0001822565-2017-05032 and 0001822565-2017-05033). Concomitant devices : unknown persona femoral component catalog # unknown, lot # unknown, unknown persona bearings catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation at this time, as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left knee arthroplasty, subsequently patient has experienced pain, stiffness, weakness, and instability following implantation. Attempts to obtain additional information are in progress however, no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: 00597909532 patella reamer blade with pilot hole 32 mm diameter single use only 63057949, 00111314001 palacos rg 1x40 single 84054395, 00111314001 palacos rg 1x40 single 79974393. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical product: persona articular surface fixed bearing, cat#: 42512400510 lot#: 63032666. Persona all poly patella, cat#: 42540000029 lot#: 63021680. Persona posterior stabilized standard femoral, cat# 42500606201 lot#: 63026364. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05032, 0001822565-2017-05033, 0002648920-2017-00539, 3007963827-2017-00254.